Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was down. The screen was black, and it made a clicking noise in the back. The field service engineer (fse) troubleshot the issue and found that a failed drawer was bringing the station down. The fse powered down the unit, removed and replaced the controller for drawer 6.1, reassembled the station, and rebooted it. The hardware test application passed successfully. The customer tested the station by performing an inventory check and confirmed that it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the station became inoperative, displaying a black screen and emitting a clicking noise from the back of the main tower. The pharmacist attempted troubleshooting by turning the unit off, unplugging it, removing the power cord, and then reconnecting and restarting the device; however, the issue persisted. The clicking sound continued, and the remote support system (rss) indicated that the station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.